Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus was removed from the ureter and kidney during a ureteroscopy and double j removal procedure performed on (B)(6) 2018. According to the complainant, during removal, it was noticed that the stent was encrusted. It was reported that there was difficulty in removing the stent, and it took more than two hours to remove. The patients¿ condition at the conclusion of the procedure was reported to be ¿stable¿. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.